Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted because it was not functioning any longer. The device is over 20 years old. The patient was implanted with a new aus device with 4.0cm cuff and 61-70 cm h2o balloon.